Event description:
The hospital reported that during a coronary artery bypass procedure, they had a failed hst iii system (3.8 mm). It seems the heartstring failed during the loading process. They stated that there was a brief delay in procedure because they needed to open a new device. There was no patient harm.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 01/30/2025. An investigation was conducted on 02/04/2025. A visual inspection was conducted. The seal and tension spring assembly and loading device was not returned for evaluation. Only the delivery device was returned for evaluation. The white plunger was fully depressed with the blue safety lock off, which allows for the white plunger to be depressed. There were no visual defects observed on the intact delivery device. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the non-return of the loading device and tension spring assembly, and the evaluation results, the reported failure "fitting problem" was not confirmed. The lot # 3000366460 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.